Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the 511s seal (most proximal) tore. It was replaced with two additional 511s to finish the case. There was no consequence to the patient.